Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The lead was explanted and replaced. Patient was fine after the procedure.